Manufacturer narrative:
The device subject of the event was discarded and not returned for evaluation. As the device is not available for evaluation, a root cause of the reported event cannot be determined. The light handle cover is manufactured and packaged by a third party. Steris notified the third-party that of the issue that was found. The third-party provider confirmed that the product was manufactured according to specification. A review of the event was performed and determined the most probable cause of the malfunction was error within the installation. A complaint review has confirmed this to be an isolated event for the subject lot. No additional issues have been reported.

Event description:
The distributor reported that during a patient procedure their light handle cover detached and fell into the sterile field causing a procedure delay. No report of injury.